Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter was displaying the battery indicator. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the battery indicator began to appear on (B)(6) 2021. The patient informed the cca that she manages her diabetes with a twice daily dose of metformin medication and a set dose of insulin with every meal. The patient denied making any changes to her usual diabetes management routine when she was unable to test her blood glucose due to the reported issue. The patient claimed that an unspecified time after the alleged issue began, she developed symptoms of blurry vision, headache and weakness. There was no report of medical treatment/intervention received as a result of the alleged issue. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The cca documented that based on the information provided, the batteries did not need to be replaced. Replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.